Manufacturer narrative:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Meanwhile, the device is scheduled to be returned for analysis. If further information becomes available, an updated report will be submitted.

Manufacturer narrative:
Analysis: the aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, a 26mm amplatzer septal occluder (aso) was successfully implanted on (B)(6) 2011 in a (B)(6) year-old, female patient. The patient's atrial septal defect had been balloon-sized to 22mm as confirmed on echocardiogram, fluoroscopy and a sizing plate and deficient rims were reported. However, based on an echocardiogram taken 24 hours later, the aso was found to have embolized. The patient was referred for surgery where the aso was removed surgically and the atrial septal defect was surgically repaired.